Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. Additional, corrected, and/or changed data:h3 h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.